Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan error was received with the adc device. The customer experienced a loss of consciousness and subsequently required treatment of glucagon by spouse. No further details were provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a scan error was received with the adc device in use with iphone11, os 15.6.1, app version 2.5.3.3088. The customer experienced a loss of consciousness and subsequently required treatment of glucagon by spouse. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported unable to scan a sensor with the freestyle librelink application. The app version stated in the user complaint was tested and released per the compatibility guide and is no longer obtainable. Successfully start sensor and received glucose reading using a similar configuration and was unable to reproduce the complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Attempted to recreate the user complaint and was able to start a sensor successfully using both librelink and app. Could not replicate the user complaint from provided information. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan error was received with the adc device. The customer experienced a loss of consciousness and subsequently required treatment of glucagon by spouse. No further details were provided. There was no report of death or permanent injury associated with this event.